Manufacturer narrative:
This is one of three complaints concerning the same patient with different adverse events. The documentation in this complaint file supports a probable association between the fresenius optiflux dialyzer and the patient¿s reported thrombocytopenia, as it appears the patient was changed to a baxter revaclear dialyzer (date unknown) with no additional documented or communicated complaint(s). Additionally, there is no allegation against any fresenius product(s) or device(s) having malfunctioned or not performed as expected as the patient completed hd therapy each time as scheduled. It is important to note the patient was taking plavix (dosage unknown) during the time of the event, for which medication-induced thrombocytopenia is a known complication. Additionally, in rare cases, persons with hypersensitivity to the polysulphone membranes and/or e-beam sterilization are at risk for developing thrombocytopenia. It cannot be determined if either of these were the causal factor in the thrombocytopenia, as the patient discontinued the use of plavix and the optiflux dialyzer in close proximity, which resulted in no additional issues. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During a routine review of clinical publications, a question was posted in the official blog of the american journal of kidney diseases regarding this male patient with end stage renal disease (esrd) utilizing hemodialysis (hd) for renal replacement therapy (rrt) since (B)(6) 2017 (exact date unknown) experienced ¿significant drops in platelets¿ during treatment (date unknown). It was indicated that the patient becomes thrombocytopenic with each dialysis treatment (number of occurrences unknown, and bleeds from his arterial/venous (av) malformations (specifics unknown). It was reported that the patient was receiving hd (treatment details unknown) utilizing an optiflux dialyzer (size unknown). During this occurrence, the platelet count dropped from 89,000 mcl pre-dialysis to 29,000 mcl post-dialysis. It was reported a ¿blue top tube¿ (date of collection and test(s) unknown) was utilized to confirm the low platelet count was not caused by ¿clumping.¿ the nephrologist attributes the decreased platelet count to a possible dialyzer (polysulfone) reaction as the patient platelet count was within normal limits (normal range = 150,000 to 450,000 mcl) prior to beginning hd in (B)(6) 2017. The patient has an av fistula (location unknown) and receives no heparin before or during dialysis. Of note: the nephrologist stated the following: ¿the mean platelet volume has remained in the normal range. I think the platelet count drops with dialysis treatments, but does not have time to recover back to normal before the next treatment. He was on both aspirin and plavix for a coronary artery stent. These medicines affect platelet function and cause bleeding, but should not have had an effect on his platelet counts.¿ during a follow-up call on (B)(6) 2018 the nephrologist reported the patient started complaining about ¿severe fatigue and malaise¿ (details unknown) almost immediately after initiating hd. The nephrologist stated there were no signs of a dialyzer reaction, such as itching. The patient had recently underwent a coronary stent, and was taking plavix (dosage and frequency unknown) and aspirin (dosage and frequency unknown). The patient required blood transfusions after each dialysis treatment (number of occurrences unknown). Additionally the patient began experiencing gastrointestinal (gi) bleeding (severity unknown), and testing (type unknown) could not determine the source of the gi bleeding. As a result, the patient was taken off plavix and aspirin. The nephrologist consulted his partner and they noted the patient¿s platelet count dropped significantly after treatment, and felt the patient¿s symptoms could be caused by the dialyzer. The patient¿s symptoms improved when the clinic started using dialyzers manufactured by another manufacturer. The nephrologist stated he has not recently spoken to the patient, but feels the patient¿s is doing well. Additional information has been solicited.

Manufacturer narrative:
There is no sample available for manufacturer examination. A definitive conclusion regarding the incident cannot be reached without examination of the complaint sample. As no lot number was provided for this complaint an sap search was performed using the reported client to obtain all lot numbers delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. No delivery results were located for the provided client ID. On (B)(6) 2018 a different client number was identified by the ogden investigator in sap. As a result, nine lot numbers were found to be delivered to the customer in this time period. During the lot history review of the nine lots, one lot was noted to have complaints reported against it. Lot number 17hu04002 has two internal blood leak complaints unrelated to the current complaint. The production record for each lot identified on the sap search of delivered dialyzers to the customer was reviewed. Four lots had a single approved temporary dn on each. They are all unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The lot numbers passed pyrogen testing, were within sterilization dosage parameters and passed all release criteria.